Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after a bilateral iliac procedure using a 6f sheath. Reportedly, during removal of the device, it became stuck in the vessel at the area of the o-ring/suture bearing. The knot pusher was used to cut both sides of the suture; however, the device was still stuck. The device was removed after being rotated. Manual compression was applied to achieve hemostasis. No vessel damage was noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The entrapment of the device could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific similar incidents. The root cause of the reported difficulties could not be determined. It is possible, the device entrapment was caused by the adhesive found located on the outer surface of the suture bearing or by the suture caught in the foot. However, there is no sign from the indicators reviewed of o-ring/suture bearing manufacturing defects with this lot; therefore, it is more likely the suture was caught in the foot. The subsequent treatments were due to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.